Event description:
It was reported that there was an interruption in the telemetry from the device while transmitting with the remote monitor. It was further reported that the transmission displayed unclear cycle lengths. It was advised that the data be retransmitted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.